Manufacturer narrative:
Sample is serum that was collected in a sst tube. Centrifugation information was not supplied to date. Qc and system information was not supplied. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low myoglobin results on two (2) patients' samples that were generated by the unicel dxc 600i access immunoassay system. Repeat results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.